Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter per additional information received the seal was retrieved at the end of the surgery.

Event description:
According to the reporter: during lap chole laparoscopic procedure, while the surgeon was inserting clip appliers through a trocar and felt it got stuck but they were able to get the clip appliers through. And after the clip appliers were inside they noticed that the seal of the trocar had fallen into the cavity of the patient and they were loosing the gas due to the broken seal. A new device was used in order to complete the case. There was no patient injury involved in the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was disengaged from the device. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.